Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the patient's bone during a navigated procedure. The pin was intentionally left to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information added for d4, d10, h3, h4 device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user

Event description:
It was reported that during a surgical procedure at the user facility an ortholock pin was broken off in the patient's bone during a navigated procedure. The pin was intentionally left to prevent further harm at the discretion of the surgeon. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.